Event description:
It was reported that the customer had high blood glucose. Customer stated was hospitalized due to high blood glucose incidents. Customer's blood glucose was 362 mg/dl. Customer stated she had diabetes ketoacidosis due to high blood glucose. Troubleshooting was done for high blood glucose. Customer mentioned there was a cracked on the insulin, button unresponsive and found a no delivery alarmed. Advised customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No unexpected no delivery alarm noted. Unit had intermittent button response on act button due to moisture damage on keypad traces. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip, no damage noted on liquid crystal glass.